Event description:
It was reported that the lv lead had high thresholds. The lead was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; there are multiple sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal which indicates the lead was not fully inserted into the device; full lead analyzed.